Event description:
Add'l info rec'd from MFR 10/4/02: "h145a1". This is otc model rb-rl device used for the relief of nausea and vomiting due to motion sickness. The device was worn prior to the event and resulted in the desired effect of relief from motion sickness. When the user removed the device prior to entering the water for the dive, they began to experience motion sickness. While under water, the user began to vomit and the cardiac episode was initiated. Based on the collected info and the literature search, it is concluded that the model rb-rl device did not cause or contribute to the reported adverse event. The device appears to have been working correctly. The effect of the device (no motion sickness) had clearly worn off by the time the dive started. The most likely cause is that the vomiting triggered the event through an autonomic nerve response. Autonomic nerve responses, including vagus nerve stimulation, have been shown to directly cause atrial fibrillation events. Ventricular tachycardia is a direct result of the atrial fibrillation. High blood pressure is likely the result of the severe emotional distress caused by the event.

Event description:
Pt was using a (supposedly FDA approved) relief band electrical stimulator for prevention of motion sickness. They were on a scuba diving outing. Pt wore the relief band on a moderate setting on their left wrist, following all MFR's instructions. During the course of scuba diving, pt developed a severe cardiac arrhythmia. Upon returning to shore, they went to a hosp and was diagnosed with atrial fibrillation with rapid ventricular response. Pt's heart rate was over 180 bpm with dangerously high blood pressure. They were admitted to ICU, treated medically and converted to a normal sinus rhythm after about 10 hrs.